Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The cause of the positioning issue most likely was due to patient movement since the patient pulled impella back 10cm and it was unable to safely reposition.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella 5.5 support. While on support, the patient pulled impella back 10cm. Unable to safely reposition, the surgeon made the decision to replace device contralaterally. The patient survived the event.